Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device was received with missing end cap sticker.

Event description:
It was reported that the customer stopped using the insulin pump because the device was not functioning properly, and she went back to manual injections. The mother also stated that insulin squirted out during the manual prime process two months ago, and now the device alarmed. Advised the mother that the insulin pump would be replaced. No further information was provided.